Event description:
This customer reported that there was a failure to discharge. There was no report of negative impact to the involved pt.

Manufacturer narrative:
(B)(4). This customer reported that there was a failure to discharge. There was no report of negative impact to the involved pt. This pt is still being investigated. A f/u report will be submitted upon completion of the investigation.